Manufacturer narrative:
The product data has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. Operating system is unknown. The model number provided is for ios operating system. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that the abbott diabetes care (adc) librelink application "causes problems and doesn't work," and therefore the customer could not scan sensor. As a result, the customer experienced a loss of consciousness and was unable to self-treat. The customer had contact with a third-party (wife) who provided juice with sugar as treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
The customer reported that the abbott diabetes care (adc) librelink application "causes problems and doesn't work," and therefore the customer could not scan sensor. As a result, the customer experienced a loss of consciousness and was unable to self-treat. The customer had contact with a third-party (wife) who provided juice with sugar as treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. The customer reported unspecific issue while using the librelink application. The customer was using a device that is not yet compatible with the librelink application therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event.